Event description:
Maceration. Nurse called to report a pt that has 2 venous leg ulcers (one located on the right shin; the other on the left calf). The pt's wounds were present for approximately 4 weeks prior to application of aquacel foam. They had previously been dressing with aquacel, wool and crepe without compression. Pt was seen on friday, three days after aquacel foam had been applied. On removal of the dressing from the left calf wound, it was noted that the hydrofiber pad of the dressing was completely dry and hadn't absorbed and gelled as expected. It was also noted that the periwound skin, under the adhesive border of the dressing, was very red almost like a reaction. The exudate from the wound had pooled in the wound and had not been absorbed into the hydrofiber component of the dressing; maceration had been caused across the wound area. The right shin wound was slightly pink but the nurse was not concerned about this due to the fragile nature of the surrounding skin and minimal exudate. The aquacel foam was discontinued and replaced with actiformcool with wool and crepe.

Manufacturer narrative:
The adverse event "wound maceration" as a possible consequence of inadequate management of exudate is deemed a serious injury as this can exacerbate wound pain and delay wound healing. Health care providers who monitor and care for wounds are expected to select appropriate dressings based on wer time, moisture balance, healing potential and peri-wound maceration. The dressing product has been changed and replaced with actiformcool with wool and crepe. From a clinical perspective, a causal relationship between the aquacel foam adh foam dressings and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. This complaint case was sent to third party MFR for investigation. The MFR has completed the investigation by reviewing their device history records and retained samples and found no discrepancy associated with the batch or lot number. We will continue to monitor for any indication and repeatable reports by complaints type and by product number. Reported to the FDA on (B)(4) 2013. Third party MFR - (B)(4).